Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the ablation time was extended, although it was advised that this was "out of indication", and the console unit was turned off and then turned back on. At approximately 3 minutes 30 seconds into the second ablation, a fluid loss alarm of 10cc was received (rate of loss unknown). During this period, it was determined that the sheath had been moved and the unit then progressed into cool down phase. Post procedure, a 1 to 2 cm size burn was noted on the cervix wall (degree not known). The procedure was completed with this device and the burn was treated with silvadene cream. Although attempts were made to obtain additional follow up regarding the burn, there is no further information regarding this event.

Manufacturer narrative:
The lot number is not known, therefore, device manufacturing and expiration dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.